Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 7044264 the history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement for the recanalization of the middle cerebral artery occlusion, the complaint device, a 4mm x 23mm enterprise 2 stent (encr402312 / 7044264) was impeded in the distal end of the concomitant microcatheter (competitor brand) and could not be advanced nor withdrawn. The physician retracted the stent and the microcatheter then switched to new devices to complete the procedure. There was no report of any patient injury. On 06-dec-2022, additional information was received. The information indicated that when the stent was removed from the patient, it was still on the delivery wire. The stent / stent delivery system did not appear damaged. It is not known if anything unusual was noted on the system prior to use. A continuous flush was maintained through the microcatheter; another device did go through the microcatheter without issue. There was no visible kink nor other damage observed on the microcatheter. The information indicated that the replacement stent used was another 4mm x 23mm enterprise 2 stent (encr402312).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a vascular stent placement for the recanalization of the middle cerebral artery occlusion, the complaint device, a 4mm x 23mm enterprise 2 stent (encr402312 / 7044264) was impeded in the distal end of the concomitant microcatheter (competitor brand) and could not be advanced nor withdrawn. The physician retracted the stent and the microcatheter then switched to new devices to complete the procedure. There was no report of any patient injury. On 06-dec-2022, additional information was received. The information indicated that when the stent was removed from the patient, it was still on the delivery wire. The stent / stent delivery system did not appear damaged. It is not known if anything unusual was noted on the system prior to use. A continuous flush was maintained through the microcatheter; another device did go through the microcatheter without issue. There was no visible kink nor other damage observed on the microcatheter. The information indicated that the replacement stent used was another 4mm x 23mm enterprise 2 stent (encr402312). On (B)(6) 2023, the cerenovus sales representative confirmed that the prowler select plus microcatheter (606s255x / lot# unknown) that was received on 2023 with the 4mm x 23mm enterprise 2 stent (encr402312 / 7044264) was also involved with the procedure documented in this complaint. The sales representative provided an updated event description: during a vascular stent placement for the recanalization of the middle cerebral artery occlusion, the complaint device, a 4mm x 23mm enterprise 2 stent (encr402312 / 7044264) was impeded in the distal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be advanced nor withdrawn. The physician retracted the stent with the microcatheter and replaced the devices to complete the procedure. There was no negative patient reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent component was returned detached inside the concomitant 150cm x 5cm prowler select plus microcatheter. The stent was removed from the microcatheter hub and inspected under the microscope. Under magnification, the stent component was noted to be undamaged (i.e., no kinks, no bends, no broken struts). Both ends of the stent were noted to be completely flared. The impeded condition, as reported in the complaint could not be tested in the lab due to the returned stent component already in a detached state. The complaint event documented that the stent was impeded in the distal part of the microcatheter, and it could not advance or withdraw. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. However, with the amount of information available, there is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. The stent detachment was not originally reported in the complaint and is suspected to have appeared during the post-operative inspection/handling of the device. This condition is not considered to be a contributing factor to the reported failure. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7044264 the history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00013. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 06-jan-2023. [Additional information]: on 06-jan-2023, the cerenovus sales representative confirmed that the prowler select plus microcatheter (606s255x / lot# unknown) that was received on 04-jan-2023 with the 4mm x 23mm enterprise 2 stent (encr402312 / 7044264) was also involved with the procedure documented in this complaint. The sales representative provided an updated event description: during a vascular stent placement for the recanalization of the middle cerebral artery occlusion, the complaint device, a 4mm x 23mm enterprise 2 stent (encr402312 / 7044264) was impeded in the distal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be advanced nor withdrawn. The physician retracted the stent with the microcatheter and replaced the devices to complete the procedure. There was no negative patient reported. Updated sections: b.4, g.3, g.6. H.2, h.3, h.10, and concomitant products. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00013. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 04-jan-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The product was received contained in a bag that also has a prowler select plus microcatheter (606s255x / lot# unknown). Additional information related to this extra product is pending. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.